Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 132mg/dl. The customer states the up key is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to flattened and creased dome. The keypad connector was inspected and no anomalies noted. The insulin pump had minor scratches on the lcd window.